Event description:
A pt underwent a sigmoidoscopy procedure was completed with the same device. Later the same day, a barium enema revealed a perforated recto-sigmoid colon. The pt was taken to surgery for repair of the colon and an extended hospital stay was required due to the injury. The pt's condition is unk since the pt was transferred to another facility.